Event description:
Major pump unit(s) involved: drive unit failure; external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: drive unit failure; external control system failure. Additional text: bleeding due to cracked outflow cannula; cracked cannula, unable to repair requiring a new device, pt declined. Specific component(s) involved: other component malfunction, specify. Other component: cracked outflow cannula. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : device wearing, pts choice to not replace device. Implant device type: lvad.